Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a charge timeout was noted to have occurred prior to end of life. The hv capacitors were sent to the manufacturing site for further evaluation. No anomalies were noted. The cause of the charge time out is undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient present for replacement of the implantable cardioverter defibrillator due to premature depletion of the battery. An elective replacement indicator was triggered, and the device was explanted. The patient was stable.